Manufacturer narrative:
Patient information is unknown. Additional product code: hwc (B)(4) (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date:18november2014. Expiry date: 01november2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2015, a follow up surgery was conducted to extract the broken nail and added fixation by a plate without replacing a nail. The revision surgery took place because a nail broke post-operative. There was a one-hundred twenty (120) minute delay during this removal surgery for unknown reason. The patient status/outcome was reported as fine. This is report 1 of 1 for (B)(4).